Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/28/2016 with the following findings: a review of the pump¿s black box revealed no power interruption occurring during the investigation. The ¿no power¿ complaint was unable to be duplicated.¿ the pump¿s cover was removed and there was no intermittent condition found to the printed circuit board. The black box showed unexpected pump reboot. The battery compartment and cap were undamaged and able to fit securely. The battery cap was tightened and then unscrewed ½ turn with no reboots.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.